Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in intensive care unit due to low blood glucose. Customer's blood glucose reading was 22 mg/dl. Caller stated that the customer's insulin pump has a crack from the act button to the reservoir compartment. Nothing further was reported.